Event description:
Same case as MFR report # 3008188751-2011-00091. It was reported during an atrial fibrillation procedure, the physician experienced difficulties inserting the brk needle into the sl1 introducer. Another sl1 device was used and it was noted that the brk needle had scratched the inside of the introducer. A new brk needle and introducer were obtained to continue the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.